Event description:
A patient reported they had problems at night. The patient mentioned she was constantly making changes to feel stimulation to the point where stimulation becomes painful. The patient noted that painful stimulation started a couple of weeks ago.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.